Event description:
The customer initially reported that during the ablation procedure, the doctor noticed that the guiding needle became heated. The ablation was stopped and a minor burn was noted at the needle insertion site. The guiding needle being used was metallic and doctor is aware that the guiding needle is the cause of this burn. The actual degree of burn was not available but was reported to be minor and treated with ointment. Initial evaluation of the incident electrode found the insulation was damaged and the electrode failed hipot testing.

Manufacturer narrative:
(B)(4). Evaluation of the returned electrode found the insulation damaged. The electrode failed hipot testing. The insulation could have been damaged during insertion into the guiding needle. Care must be taken when inserting the electrode into a guiding needle.